Event description:
Patient was hospitalized following a severe hypoglycemic event, with blood glucose levels reported at 40 mg/dl. Symptoms included passing out and sweating. Pod was worn on the arm for a duration between 4 and 24 hours prior to the event. Hospitalization lasted five days. During the stay, patient was placed on a sliding scale insulin regimen. Diagnosis indicated that the pod was not functioning properly. Insulin delivery was reportedly ineffective. The pod was removed at the hospital and discarded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.